Manufacturer narrative:
This report is submitted on 6 march 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2020. There are no plans to re-implant the patient with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 22 april 2020.